Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4). Device not returned.

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could not pass through the sheath. The customer was able to successfully insert a new iab to continue therapy. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The guide wire was returned inside the inner lumen kinked approximately 24.4cm from iab tip. The sheath and dilator were also returned. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the kinked guide wire. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kinked guide wire. A kink in the guide wire can cause difficulty during insertion. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).